Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). The expiration date is currently unavailable. Associated medwatch [mr # 1221934-2017-50103].

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable. Associated medwatch [mr# 1221934-2017-50103].

Event description:
It was reported during a rotator cuff surgery that the anchor broke at the time of its placement (02 units presented the same problem). The patient had no permanent / serious damage. The patient was not hospitalized or had the hospitalized prolonged due to a j and j product problem. The patient did not require to be re-operated to avoid or correct any damage. Broken fragments were removed from the patient with a introductor. A competitor¿s device was used to finish the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and inspected. Visual observations revealed that the distal tip of the anchor is broken off, but held in place by the suture. Thus, confirming the complaint of anchor breakage. The suture card is still intact. Other than the breakage the remaining anchor body had no anomalies, indicating that the anchor tip was inserted in the bone hole when the breakage occurred. Possible root cause for the observed failure mode includes off axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. The pattern of the screw breakage is consistent with levering during initial insertion, which could have caused the transversal break on the distal tip. The DHR review showed that the 300 devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. Furthermore, related complaint search in depuy synthes mitek complaints system revealed no other complaints of any type for this lot of 300 devices released to distribution. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch [mr# 1221934-2017-50103].